Manufacturer narrative:
At a later date, it was reported that the defibrillation portion of the rv lead was capped, surgically abandoned, and successfully replaced for an unrelated issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was being oversensed which resulted in the delivery of inappropriate shocks. A revision was performed and the is-1 portion of this rv lead was capped and a non-boston scientific pace/sense rv lead was then successfully implanted. This resolved the observed issues with noise and oversensing. This rv lead remained in service for defibrillation purposes only. No additional adverse patient effects were reported. The clinical observations and revision took place in saudi arabia.